Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace curved shears insert instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The harmonic ace curved shears insert was found to have a broken blade. The blade broke at roughly .197¿ from the base. The broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the device evaluation results, this event has been re-assessed as non-reportable due to the following: the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.

Manufacturer narrative:
Isi has not yet received the harmonic ace curved shears insert for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that a fragment fell inside the patient with no evidence or claim of user mishandling/misuse. Although the fragment was retrieved and no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted pancreatectomy procedure, the harmonic ace curved shears insert allegedly broke and fell inside the patient. The fragment was able to be retrieved. There was no report of patient injury. Intuitive surgical inc., (isi) obtained the following additional information regarding this event: the fragment was able to be retrieved during the same procedure, and no further intervention was required. There was no injury or harm to the patient. The instrument was inspected prior to use. No issues with the functionality of the instrument were observed during the procedure. The instrument did not collide with other instruments or hard material, and was not removed during the procedure. There was no resistance upon removal of the instrument through the cannula. No damage to the instrument or cannula was observed after the event. It was noted that images/video of the procedure are available; however, it is unknown at this time whether the site will send a copy to isi for review. The instrument was noted to be available to be returned for evaluation..